Event description:
During a remote follow up, it was observed the device was in back up mode. The patient presented in clinic and it was noted the patient had undergone and MRI without the device being programmed into MRI mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.